Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the fiber-optic sensor extension cable assembly (0012-00-1562). Functionality and safety checks passed to factory specifications. The iabp was released for service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump's (iabp) fiber optic port has been broken. There was no patient harm reported.